Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Battery holder was found corroded. Device will not power on. On closer inspection, the battery holder appeared to be very corroded. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace damaged battery holder. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the battery door holder was found damaged during setup check. The unit release pressure is also releasing slow. No patient involvement.